Event description:
Per the clinic, the patient experienced skin irritation, swelling, magnet migration and an infection at the implant site. The patient did not have any performance decrement nor device malfunction. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was also treated with oral and topical antibiotics (duration and specific date not reported). A swab test was performed on (B)(6) 2025 but the result is unknown.